Event description:
An aneurx stent graft iliac limb was implanted in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that another manufacturer's stent graft system was implanted however, there was an unk endoleak. The physician elected to place an aneurx iliac limb however the endoleak did not resolve. The physician elected to convert the pt to an open surgical repair. No further information was made available. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results: endoleak. Ruptured aneurysm prior to stent graft placement. Evaluation conclusion: ruptured aneurysm prior to stent graft placement.